Manufacturer narrative:
A sample was received to perform an investigation. Visual inspection of the sample found the luer of the product broken. Testing was done with five new samples using a force gauge. Based on the tests that were carried out, it was observed that the luer connector when having contact with alcohol and having an excessive force suffered damage. The most probable root causes were exposure of the product to alcohol in combination with excessive force or the luer come weak from supplier. A device history record (DHR) review was performed, and no issues were noted during manufacture. In the manufacturing process, production performs a 100 percent in process inspection, to verify for damage or cracked sections in the male luer and in the packaging area, production performs a 100 percent in process inspection to verify that the products are free of damage in the male luer. A quality alert was sent to production personnel making them aware of this problem, and the supplier was notified of this issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a loose piece of plastic from the product got stuck in the cannula. No patient injury was reported.